Event description:
Started piv in right wrist area with 20g angiocath (bd nexiva), unable to retract needle through the device as it normally is done as it felt like it was stuck. Could not obtain labs or leave in as a "sline lock as order" with needle remaining in pt. Called for a second rn to assist in needle removal, but unable to retract needle. Informed pt that I would need to remove that and place another IV. Performed a venipuncture in left wrist after checking for the needle retraction mechanism first with the second IV start. (B)(4).